Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. There was no allegation reported by the patient. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Hight pitch blower whine observed. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, missing ui (user interface) knob and high pitch blower whine observed. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. During an external and internal investigation, the manufacturer observed missing ui (user interface) knob, the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had dust-like and hair-like contamination all over the top of it, significant dust-like contamination on the top of the blower box lid and surrounding area, significant dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had significant dust-like contamination in it, air inlet seal had dust-like contamination on it and the sound abatement foam was intact and had significant dust-like contamination on top of it. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.